Manufacturer narrative:
Additional information was added to d9, g4, h3, h6 and h11. H11: two (2) samples were received for evaluation; the other sixteen (16) samples were not received and therefore, could not be evaluated. A visual inspection with the naked eye noted the packaging did not have air in it. Additionally, it was observed that the cap inside the packaging was horizontal which showed that the product had been manipulated since the cap is placed vertically in the manufacturing process. The units looked like they were pressed with inadequate-excessive handling because a simulation of the issue was performed. The reported condition was verified. The cause of the condition was determined be use related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the packaging of eighteen (18) minicaps were open and without air. This was identified before use of the devices for peritoneal dialysis therapy.there was no report of patient injury or medical intervention associated with this event. No additional information is available.